Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor snapped in his serter during the insertion process. The patient's blood glucose at the time of incident was 110 mg/dl. The customer was advised on proper serter usage protocol. The needle hub remained inside of the serter. The serter's catch arm was not bent. The sensor was not returned for analysis.